Manufacturer narrative:
Please disregard the initial report as it was created in error. The information was reported on report number 2032227-2018-24914.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 500 mg/dl. The customer did not mention symptoms or treatment of the hyperglycemia. Troubleshooting did not occur on the insulin pump. It is unknown if the auto mode feature was active and automatically delivering insulin during the incident. The insulin pump was not returned for analysis.